Event description:
A broken inserter for titanium elastic nails was reported. It is unknown if the inserter broke during surgery. It was reported that the inserter was given to the sales consultant in the sterile processing department of the hospital with no other information. The internal bolt is broken inside the device that caused metal being sheared off of the handle of the bottom component. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted / explanted. A review of device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the returned device was evaluated by product development engineer. The report states that this inserter for elastic nails is designed to perform as the name indicates. In order to achieve reduction and stabilization of a bone fracture, twin elastic nails are utilized, particularly in pediatric patients. The chuck of the tool grasps an elastic nail and feeds it up the medullary canal. Often resistance is overcome by attaching a slide hammer to the inserter and driving the nail with controlled blows. Perhaps this explains the hammer marks on the top face of the inserter handle. The complaint history was reviewed, and (B)(4) notes that there are (B)(4) complaints for this device with broke or fell apart going back to (B)(6) 2002. An exact percentage determination cannot be calculated accurately. The corrective action task will address the instrument breaking due to hammering and is due by (B)(4) 2014. Therefore, this complaint is valid from a design perspective.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The device was evaluated by manufacturing. The report states that the drive head of the inserter is broken apart. The plastic handle shows marks caused by a forceps or similar instrument. The chuck is blocked and also shows marks. This instrument still belongs to the previous design version. The DHR review shows that the correct material and hardening procedures were used at the time of manufacturing in july 2007. The inserter 359.219 underwent a harmonization process in order to enhance / improve the design. This device met the specifications at the time of manufacturing. A final conclusion is not possible due to the condition of the product. Deemed indeterminate from a manufacturing standpoint.

Event description:
This is report 1 of 1 for (B)(4).